Event description:
Patient reported removing the battery from the infusion device, and now device starts with an e8 (power interrupt); patient reported being unable to confirm the error message. Patient stated the ok button on the infusion device does not work. Patient reporting experiencing no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result main findings: as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.